Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. From the data provided, a general reagent issue was not detected.

Manufacturer narrative:
(B)(4) this event occurred in (B)(6).

Event description:
The customer questioned the results received for the elecsys folate iii assay from a cobas e602 analyzer. The serial number was requested but was not provided. The gastroenterologist complained to the laboratory that with the new standardization and new references values, a lot of patients are now considered to be in a clinical status of "deficiency" when they were considered to be in normal range with the previous folate assay. No specific patient data was provided. The patients were not adversely affected.